Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the cgm was displaying a low value and when the patient checked a manual reading, the bg was high (no specific values provided). The patient stated they initially thought they had food poisoning due to vomiting. The patient was taken to the hospital by his brother and when they checked the patient's bg it was 600-700 mg/dl. The patient was in the intensive care unit for two and a half days. The patient could not remember what medications were provided to them while they were hospitalized but stated he was given insulin. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.